Event description:
Information received notes lead impedance >2500 ohms with loss of capture and sensing. The device was programmed to 70 ppm in vvir. Less than one week later, the patient re- turned with complaints of palpitations, weakness and general malaise. The atrial lead impedance remained >2500 ohms. A lead change was scheduled but the lead tested good with a new pulse generator. Therefore, the pulse generator was replaced.